Event description:
(B)(6) insulin dependent male received third miradry treatment on (B)(6) 2015. Patient returned to clinic on (B)(6) 2015 with swelling in left axilla (approximately 3 x 3 cm). Patient was prescribed and started flucloxacillin later that evening. Patient returned to the clinic the following evening ((B)(6) 2015) with fever (38.9 degrees c) and what appeared to be a full-blown abscess. Patient was refereed to and admitted to hospital for drainage and kept on IV antibiotics for 3 days. As of (B)(6) 2015, patient was doing well and wound was healing. Physician feels the patient's diabetic status and delay in seeking treatment played a significant part in the developement of the complication.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lot produced to date. Product met specifications prior to shipment.